Event description:
It was reported that the patient developed erosion surrounding the cylinders of the inflatable penile prosthesis (ipp); the device was explanted. No additional patient complications were reported.

Manufacturer narrative:
Based on the information available with the return of the inflatable penile prosthesis (ipp) to boston scientific, it has been concluded that the allegation related to erosion was unable to be confirmed by the product analysis; however, a fluid leak was identified that could affect the functionality of the device. The inflatable penile prosthesis (ipp) cylinders were visually and microscopically tested, with wear at the folds and the kink resistant tubing (krt) was worn down to the filament on both cylinders. One of the cylinders had a detached outer tube and broken fabric threads as a result of sharp instrument damage. A bulge was present when the cylinder was inflated with a syringe. The other cylinder experienced wear that resulted in a hole in the outer tube of the proximal body and a small leak. Damage was observed that was consistent with the explant procedure. The analysis did confirm the finding of the cylinder that identified with a hole and fluid leak could affect the functionality of the ipp. The pump was leak tested, visually, and microscopically tested. The pump krt was worn down to the filament and the outer later of the pump was worn as a result of wear against the krt, but no leaks were found. The wear on the device would not affect the functionality of the device. A labeling review found no evidence that the device was used or handled improperly. The reported erosion is included in the product labelling and confirmed as a hazard in the hazard analysis. Review of manufacturing and shipping documentation was not performed as the serial/lot number for this component was not provided. The product analysis could not confirm the reported erosion, but the findings in the product analysis does present a cause traced to component failure.

Event description:
It was reported that the patient developed erosion surrounding the cylinders of the inflatable penile prosthesis (ipp). The ipp was explanted, and no additional patient complications were reported.